Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex.. The patient is only making a claim for an adverse patient outcome against the ventralex.. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol ventralex. The patient is only making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2009 ¿ patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿in the periumbilical region, the defect was cleared to the peritoneal space and ventralex mesh was placed into the abdominal cavity and sutured and tacked to the abdominal fascia. The wound was closed and irrigated.¿ on (B)(6) 2017 - patient was diagnosed with umbilical hernia mesh with adhesions thereby underwent laparoscopic repair with adhesiolysis. Per operative notes, ¿the small bowel adhesed to prior mesh was reduced. The mesh had seemed folded up against itself. The loops of small bowel were completely freed up from the mesh. The prior mesh was left intact as it would reperitonealize and had risk of causing bowel obstruction.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b7, d4, g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.